Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, the window lock on the motor drive unit does not work properly and the device was generating heat. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection was performed on the exterior of product and no physical damage was observed. Mdu passed functional testing and all functions perform as expected. Overheating did not occur during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.